Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the pt's wife, reported the pump had a self-reboot without manual intervention, and went to the verify screen. The pt did not report experiencing any symptoms or seeking medical attention. Troubleshooting revealed the battery cap was four months old and secure, the battery had not been replaced, all battery compartment components were secure, no cracks in pump housing and pump threads were intact.